Event description:
During initial implantation, the electrode array was not fully inserted. The patient underwent repositioning surgery to reinsert the electrode array. The patient continues to be monitored.